Event description:
It was reported that the patient received five inappropriate shocks due to atrial tachycardia with rapid ventricular response. The device was reprogrammed, and remains in use. The patient is enrolled in the (B)(4) trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. Concomitant products: 5076 lead, implanted: (B)(6) 2013; 4398 lead, implanted: (B)(6) 2013. (B)(4).